Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump did not power up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's biomedical engineer, when the roller pump was lifted, the unit turned on and the issue did not return. The field service representative (fsr) could not replicate the issue. She replaced the pump power cable as a precautionary measure. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint could not be confirmed. Per data log analysis, the complaint indicated a roller pump did not power up on (B)(6) 2022. The provided log did not have entries on (B)(6) 2022. The system was powered up on (B)(6) 2022. There was no indication of a problem with any of the four roller pumps (two large, and two small). Cannot confirm the complaint from the logs. During laboratory analysis, the product surveillance technician (pst) connected the roller pump cable assembly to a lab use only (luo) roller pump and powered it on. He attached it to another luo roller pump and a flow module and each time the units powered on correctly. The power cord assembly operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.